Event description:
It was reported by service report that the footboard would no function. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: customer installed incorrect footboard on bed. Conclusion code: correct footboard put on bed.